Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced seizures when the egv was 50 mg/dl off from her bg. The episode occurred 3 days after the sensor had been inserted in the arm. According to the report, the patient said that her readings were 50 mg/dl off, and then it will change to 20-30 mg/dl off. She reportedly tried calibrating and waited a couple of days. She was reportedly waiting for it to correct itself; however, it didn't. Per documentation, the patient said she really couldn't remember either the egv or the bg meter values taken because she was brought to the ER due to seizure and does not remember any further info. According to the report, at the time of the incident, the patient experienced malaise and nausea. Her daughter called 911 between 1800-2000. The patient was unaware of either the cgm egv or the bg during this time. She was taken to the ed and stared seizing. The patient's glycemic state during the seizure was not described in the complaint. According to the report, the patient could no longer remember any further details as to what happened afterwards. Documentation notes that the patient received unremembered medication for seizures and also insulin. She was reportedly discharged 2 days later. At the time of the report, the patient was fine and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.